Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
Related manufacturer report number: 2017865-2022-09190. During follow-up, a loss of pacing and loss of capture were observed. Session records were received and reviewed by abbott technical support revealing low pacing impedance and noise resulting in oversensing on the right ventricular (rv) lead. The physician attempted to resolve the event by capping and replacing the rv lead but a loss of pacing was still observed. The event was resolved by explanting and replacing the device. The patient was in stable condition.